Event description:
Initial hcg result of 2.20 miu/ml. Same sample diluted and repeated gave result of 11118 miu/ml. Same sample repeated again, without dilution, recovered >10000 miu/ml, with dilution, gave result of 11158 miu/ml. A second sample from a different patient was also noted to have given a false negative result, however, results were not provided. Initial results were not reported. The field service representative determined the cause to be a low signal on the pmt high voltage. The instrument was repaired.